Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the implantable cardiac monitor exhibited oversensing. After the device was reprogrammed, oversening appeared to decrease when performing isometric testing. No patient symptoms were reported. The patient would continue to be monitored.